Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the light guide cable coating damage, the lg prong top broken, the bending rubber perforated, the insertion flexible tube (ift) buckled, the air nozzle clogged, the water nozzle clogged, the nozzle gluing missing, the remote control buttons malfunction, the biopsy inlet t-piece dirty, the suction channel dirty, the lg air/water socket cylinder dirty, the objective lens unit dirty, the lcb distal cover glass dirty, the lg prong top loosened, the remote control buttons worn out, the angle wire snapped/cut, and the insertion flexible tube (ift) spiral closer condition; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.